Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. This issue was noted by technical services (ts) when evaluating the system for programming magnetic resonance imaging (MRI) protection mode. Most recent lead measurements were within normal limits. Additional information is being request from the field. No adverse patient effects were reported. This ra lead remains in service. Additional information was provided by the field representative. Programming was restored after MRI, but no further troubleshooting was performed. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement, which resulted in a lead safety switch. This issue was noted by technical services (ts) when evaluating the system for programming magnetic resonance imaging (MRI) protection mode. Most recent lead measurements were within normal limits. Additional information is being request from the field. No adverse patient effects were reported. This ra lead remains in service.